Event description:
Health care professional (hcp) reported pt (pt) receiving hemodialysis on the 550 device. Hcp reported one hour into 3.5 hour treatment (tx) 3kg had been removed and no alarms were noted. A goal of 2kg plus rinse back had been set. Pt bp dropped to 80/40 and pt exhibited signs of altered mental status. Hcp administered 350cc normal saline, pt experienced nausea and vomiting. Bp increased to 123/42 and mental status improved. Hcp reported the ultrafiltrate controller was turned on and the dialyzer being used was f8. Hcp stated all of the normal saline administered had not been documented, but she estimated a total of 500cc was administered. Pt recovered fully and left unit feeling fine.